Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is filed after subsequent review of literature article: risk factors for adjacent fractures after cement augmented thoracolumbar pedicle screw instrumentation. Falko schwarz, md, michaela burckhart, aaron lawson mclean, md, rolf kalff, md, albrecht waschke md; published 15 october 2018. Cement ¿ cement leakage was observed in 87. Intradiscal cement leakage was observed in 2 cases. 1 patient needed revision surgery due to leakage. Viper screws ¿ two screw cut-outs and 10 screw fractures were evident.